Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent an initial total hip replacement on the right side. Recent x-ray shows evidence of wear in the acetabular cup and osteolysis around the femoral stem. No known impact or consequence to the patient. Treatment or revision has not occurred. No additional information is available at this time.

Event description:
It was reported that the patient experienced instability. As a result, the patient underwent a revision to replace the acetabular cup and femoral head. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b5, d7a, e1and h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The most likely underlying cause for the revision reported is prosthesis wear. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed, and the extent and cause of the prosthesis wear cannot be determined, because the devices were not available for evaluation and no images or product information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.